Event description:
A programming anomaly was found during a periodic review of the programming history database. It was noted on (B)(6) 2009 the vns was programmed on and after the device was interrogated, system diagnostics were run. No final interrogation was performed prior to the patient leaving the physician's office. On the next recorded visit, (B)(6) 2015, the patient was found to be programmed off and to settings indicative of a faulted diagnostic test. At this visit, the patient was programmed back to last known normal mode settings.